Manufacturer narrative:
(B)(4). Date sent: 1/14/2022. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. Tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2021. B4: batch # u5f973. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage, the closing trigger and anvil in closed position and with a gst60w reload loaded on the device. The reload was received unfired. In addition, four reloads were received. The reloads ( b, c and d) were received fully fired. The reload (e) was received unfired. The device was tested for functionality in the straight position with the returned reloads (a and e) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reloads b, c, d: gst60w, 117a82, fully fired. Reload e: gst60w, u5f24r, unfired, according to the information received, the reported event for the device was hemostasis intervention. Photo analysis: this is an analysis for three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: first photo shows three gst60w reloads inside of a plastic bag, two reloads were noted to be fully fired and with the staples retainer loaded on it. Second photo shows the gst60w reload with a lot of dry fluid inside of a plastic bag. The dry fluid did not allowing saw the reload conditions. Third photo shows a device with the jaws in closed positions with a white reload loaded. Based on the pictures provided the event described cannot be confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Additional information received: 5x gst60w were returned in total. I have isolated the reload I believe was used before the incident occurred. There are 3 reloads in a separate bag; 2 of these reloads are spent, one is unused but was open on the scrub table. There is an unused reload still loaded inside the stapler- I decided to leave this in situ as I didn¿t want to disturb the device.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2023. Additional information was obtained: operative report received.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2021. (B)(4) attached. Additional information provided: during right hemi hepatectomy surgery on a jehovah's witness patient that did not want blood products there was massive bleed of 4-4.5 litres of blood. The surgeon reported issues with the stapling product used during the surgery that mostly misfired or tissue did not approximate. What was the indication for surgery? Colorectal metastasis between left and middle hepatic vein. What was the procedure? Liver trisectionectomy. Was there any issue with the device during firing? Plan to stapler middle and left vein. Stapler angled 30-45 degrees. The stapler was closed on the veins then reopened and repositioned before firing. Both the jaws of stapler well beyond the middle and left hepatic vein. Right hepatic vein preserved and well away from jaws. After the firing there was initially a minor bleeding and then a tear in the inferior vena cava became apparent. Major blood loss (3 to 4 liters) and focus of the surgical team was on the control of the bleeding and repairing the tear. The impression was that there may be one staple line, certainly no evidence of two staple lines. (Difficult to say with certainty regarding whether there was one staple line or clips due to the major bleeding) middle hepatic vein not stapled. How was the post-op bleeding identified? Major bleeding filling rapidly the abdomen (3-4 l) how many days postoperative was the bleeding identified? Intraoperative. What was the total estimated blood loss (ml)? 3-4 l. Was a transfusion required? The patient was a jehovah witness so no transfusion was allowed. What was the pre and postoperative anti-coagulant and pain management protocol? Dvt prophylaxis with heparin. Was the bleeding intraluminal or extraluminal? Extraluminal. Additional info below- patient: jehovah witness. High bmi, multiple co-morbidities. Previous resection for colorectal cancer about a year earlier. No chemotherapy at the time of the primary resection. New liver metastasis between left and middle hepatic vein. Mdt discussion advised induction chemo that the patient accepted. Post chemo ¿ minimal response. Pre-op assessment and cpet. Planned procedure left trisectionectomy. Procedure: procedure progressed well up to the dissection, inflow control obtained. Minor difficulty in the dissection to obtain outflow control due to ¿fibrous¿ tissue in the area of the veins. Plan to stapler middle and left vein. Stapler angled 30-45 degrees. The stapler was closed on the veins then reopened and repositioned before firing. Both the jaws of stapler well beyond the middle and left hepatic vein. Right hepatic vein preserved and well away from jaws. After the firing there was initially a minor bleeding and then a tear in the inferior vena cava became apparent. Major blood loss (3 to 4 liters) and focus of the surgical team was on the control of the bleeding and repairing the tear. The impression was that there may be one staple line, certainly no evidence of two staple lines. (Difficult to say with certainty regarding whether there was one staple line or clips due to the major bleeding) middle hepatic vein not stapled. Bleeding controlled, patient had CPR for 3-5 minutes due bleeding. Liver resection/transection abandoned as patient was poorly. Abdomen closed over packs. Patient died in intensive care because of multi-organ failure secondary to ivc tear and haemorrhage. Surgeon impression: tear in vena cava -? While closing the stapler there might be tear on one side of stapler? Stapler did not fire, but did cut.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2023. Supplemental report #4 was submitted in error. The contents of the attachment belongs to the event reported on manufacturer report number: 3005075853-2020-06405.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information: (B)(6) in theatres today, a member of theatre staff who was in the team on (B)(6) informed me that the patient did pass away shortly after the procedure. Please note this was communicated by a circulating team member and not a clinician. We are still awaiting information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? What was the procedure? Was there any issue with the device during firing? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal?.

Event description:
It was reported that during an unknown procedure, the patient suffered major hemorrhage, delay to surgery and patient impact.